Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 160 mg/dl and 492 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer reports they do not know or was unsure of the cause of the product not adhering. The device will not be returned for analysis.